Event description:
Reportedly, three days after implantation of the subject pacemaker, atrial pacing failure was observed. When reoperated, the atrial lead was tested and both sensing and threshold gave good values. However when reconnected to the pacemaker, no pacing occurred, impedance was high (above 3000 ohm), auto bipolar switch failed the first time. The physician attempted several times to connect the lead to the pacemaker but felt a certain looseness when inserting the atrial lead in the pacemaker connectors. The pacemaker was changed and was returned for analysis. Preliminary analysis of the received device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, three days after implantation of the subject pacemaker, atrial pacing failure was observed. When reoperated, the atrial lead was tested and both sensing and threshold gave good values. However when reconnected to the pacemaker, no pacing occurred, impedance was high (above 3000 ohm), auto bipolar switch failed the first time. The physician attempted several times to connect the lead to the pacemaker but felt a certain loosness when inserting the atrial lead in the pacemaker connectors. The pacemaker was changed and was returned for analysis. Preliminary analysis of the received device confirmed that electrical and mechanical characteristics were within specifications.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, three days after implantation of the subject pacemaker, atrial pacing failure was observed. When reoperated, the atrial lead was tested and both sensing and threshold gave good values. However when reconnected to the pacemaker, no pacing occurred, impedance was high (above 3000 ohm), auto bipolar switch failed the first time. The physician attempted several times to connect the lead to the pacemaker but felt a certain looseness when inserting the atrial lead in the pacemaker connectors. The pacemaker was changed and was returned for analysis. Preliminary analysis of the received device confirmed that electrical and mechanical characteristics were within specifications.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, three days after implantation of the subject pacemaker, atrial pacing failure was observed. When reoperated, the atrial lead was tested and both sensing and threshold gave good values. However when reconnected to the pacemaker, no pacing occurred, impedance was high (above 3000 ohm), auto bipolar switch failed the first time. The physician attempted several times to connect the lead to the pacemaker but felt a certain looseness when inserting the atrial lead in the pacemaker connectors. The pacemaker was changed and was returned for analysis. Preliminary analysis of the received device confirmed that electrical and mechanical characteristics were within specifications.